Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple tests performed on (B)(6) 2023. This MFR. Report addresses test four (4) of eight (8). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2023 on a sample collected from the nasal cavity using a kitted test swab. Confirmation pcr testing (platform unknown) was performed and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple tests performed on (B)(6) 2023. This MFR. Report addresses test four (4) of eight (8). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2023 on a sample collected from the nasal cavity using a kitted test swab. Confirmation pcr testing (platform unknown) was performed and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1087803 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1087803, test base part number 190-430 / lot 1087803. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1087803 showed that the complaint rate is (B)(4) %. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.